Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, dried blood was present around the helix, and the lead was returned with a bent stylet still inserted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that following the attempted implant of another lead, this lead was also attempted for right atrial (ra) implant. After the lead was inserted and positioned, testing was performed during which time the lead dislodged. The physician attempted to retract the helix to reposition the lead but it was non-functional. The lead was removed from the patient and tested externally but the helix remained extended. The physician elected to not implant and atrial lead and use a single chamber device. No adverse patient effects were reported.